Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an infection at the device site. The patient reported that the stimulator for his hip has broken out of the skin and it is "weeping". The device will be removed.